Event description:
It was reported that during a stent procedure in the ostium of a svg, which is an off-labeled use, the stent delivery system (sds) appeared to inflate unevenly. In addition, there was difficulty deflating with the inflation device. The sds was inflated and deflated repeatedly during a 3-minute period, which did deflate the sds enough to allow for removal. No reported pt injury was associated with this event.